Event description:
A falsely low advia centaur xp tsh result was obtained for a patient sample. The falsely low result was reported to the physician. The patient sample was sent to a sister hospital and tested for tsh and tsh3-ultra on the advia centaur xp. The results were normal. The patient sample was sent back to the customer site to be repeated for tsh and tsh3-ultra. The results were normal. The patient was redrawn the next day and tested. The result was normal. The sample was also tested at the sister hospital and the result correlated. A corrected report was issued. The patient is on blood thinners. The patient sample took over an hour to clot. Sample was clear and free of fibrin. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant tsh result.

Manufacturer narrative:
A siemens' field service engineer (fse) went on site for system inspection. The fse checked the wash and aspirate probes, sample probe, vacuum, and the fluids drawers. No issues were identified. The cause for the discordant advia centaur xp tsh result is unknown. The instrument is performing within specification. No further evaluation of the device is required.